Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analysis revealed that calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action. We also received performance data collected from the device and have analyzed the data. Eri due to high battery impedance logged on (B)(6) 2011 prior to explant. Ramware version 8 installed (B)(6) 2011.

Event description:
Asku.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analysis revealed that calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.

Event description:
It was reported that the device's battery voltage was fine the first week of may. However, now at the patient's office visit the device is at eri (elective replacement indicator) and it looks that the device had tripped eri mid-may. It was further reported that the eri was tripped due to battery impedance. The device was removed and replaced. No patient complications have been reported as a result of this event.